Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately three years and one month post index procedure a CT revealed that the patient had a small proximal type I endoleak. There was no aneurysm enlargement and no intervention was reported to have been performed to resolve the proximal type I endoleak. One year later a CT revealed that the patient still had a small proximal type I endoleak and that the aneurysm measured 6.3 cm in diameter. No intervention was performed, the patient was monitored and the aneurysm diameter remained 6.3 cm. Approximately five years and one month post index procedure the patient presented emergently with a contained 8.4 cm in diameter aneurysm rupture due to a proximal type I endoleak. The patient was unresponsive before being brought to the emergency room. The physician elected to convert the patient to open repair. The endurant stent graft was cut at the limbs and a surgical graft was sewn to the aorta and the limbs. The procedure was successfully completed but the patient did not recover and expired the following day. The patient had seizures and a lack of brain function prior to death. Per the physician the cause of the event was due to disease progression and the cause of death was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.